Event description:
It was reported that a patient underwent insertion of a temporary pacing wire on an unknown date. When the patient was transferred to the ICU, the temporary pacing wire failed to sense and capture. It was reported that the wire was repositioned or replaced and the patient required placement of a transvenous pacemaker. The current patient condition is good.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch 506519, exp date: 07/30/2019, mfg date: 07/30/2014. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.